Event description:
The pt received his scs system on (B)(6) 2011. It was reported that the pt's stimulation is not strong enough, even though the programmer displays maximum number of bars. He has to arch his back sometimes to feel stimulation. The pt is planning on meeting with an sjm rep for reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.